Manufacturer narrative:
Date of event: date estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increased mitral regurgitation and leaflet damage requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On a later date the patient returned with the mr increased to 4. There was a lesion of unknown cause noted on the posterior leaflet next to the first implanted clip. The implanted clip was confirmed to be stable on both leaflets. A second procedure was performed on (B)(6) 2020. One clip was implanted, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of recurrent mitral regurgitation (mr) and tissue damage as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the information reviewed, a cause for the reported tissue damage and the recurrent mr could not be determined. It is likely that the tissue damage occurred during the procedure and that the recurrent mr was a result of that however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na